Event description:
During a surgical procedure, the cutting forceps were operating properly when all of a sudden there was an unusual sound and the device stopped working. Another device was used to complete the surgery. There was no pt harm as a result of this incident.

Manufacturer narrative:
The upper jaw overhangs the lower jaw, no continuity on the upper jaw. The upper jaw slipped in the anchor block assembly, which caused an electrical open between the jaw and the power cable. The noise heard was the slippage of the jaw out of the anchor block assembly. An electrical open, isolated manufacturing error, the electrode slipped within anchor block assembly.